Manufacturer narrative:
An event regarding "retroversion of cup and cracked liner" involving a trident shell was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: a review of the primary and revision operative reports and implant sheet by the consulting clinician indicated "no clinical or past medical history, no x-rays for review, no post-operative follow-up after the primary or revision surgeries, and no examination of the explanted components is available. The indication for the cortical allograft to the femur at the revision surgery was noted as ¿stress reaction¿, which related to the well-fixed zimmer stem, which was likely causing pain. There is no documented confirmation of ¿revised for dislocation¿ available. Revision of the well-fixed stryker acetabular component for retroversion with ¿subjective subluxation¿ does not represent any factors of faulty acetabular component design, manufacturing or materials as related to the indication for this revision surgery." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: the reported event was confirmed for malposition. However, the root cause could not determined based on the review of the provided primary and revision operative reports and implant sheet by the consulting clinician indicating "no clinical or past medical history, no x-rays for review, no post-operative follow-up after the primary or revision surgeries, and no examination of the explanted components is available. The indication for the cortical allograft to the femur at the revision surgery was noted as ¿stress reaction¿, which related to the well-fixed zimmer stem, which was likely causing pain. There is no documented confirmation of ¿revised for dislocation¿ available. Revision of the well-fixed stryker acetabular component for retroversion with ¿subjective subluxation¿ does not represent any factors of faulty acetabular component design, manufacturing or materials as related to the indication for this revision surgery." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was revised for dislocation. Pre op notes for revision surgery identify the following: "status-post left total hip arthroplasty 2013. Stress reaction to left femur distal aspect of the competitor stem...acetabular component retroversion...and subjective subluxation events per patient...significant scratches on the articular surface of the acetabular liner...the cup was well-fixed..."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been 1 other event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised for dislocation. Pre op notes for revision surgery identify the following: "status-post left total hip arthroplasty 2013. Stress reaction to left femur distal aspect of the competitor stem...acetabular component retroversion...and subjective subluxation events per patient...significant scratches on the articular surface of the acetabular liner...the cup was well-fixed..."